Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the nurse was performed the endotracheal intubation for the patient, the nurse found that the balloon of the endotracheal intubation was damaged and there was obvious air leakage. The problem was reported immediately and the intubation was replaced without injury to the patient.